Event description:
On 6/29/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Approx 5-6 days later, the pt developed symptoms of claudication. The pt presented to the emergency room but was discharged without treatment. On 7/7/98 the pt presented to his physician with continuing symptoms. An angiogram was performed which identified the presence of an occlusion at the superficial femoral artery near its origin; the physician attempted to cross the occlusion with a terumo wire without success. A 2 cm pseudoaneurysm of the common femoral artery was also noted at that time. Subsequent angiograms of the vessel after attempts were made at performing percutaneous intervention revealed adequate flow through the deep femoral artery as well as excellent collateralization of the distal superficial femoral artery with good runoff. As of 9/28/98 there has been no further report to the MFR of complication or pt sequelae.